Manufacturer narrative:
The clinical investigation concluded that the peritoneal dialysis nurse stated there was no reported cycler problems, malfunctions, and/or overfill events. No problems were related to the cycler that would have caused the heart attack/death; death was not attributed to the use of the cycler. Per the nurse, the patient was not connected to the cycler at the time of death. The product investigation concluded that the device functioned within specifications during a simulated treatment test. During investigation, the device had an electrical issue but it was concluded that it did not affect the performance or usage of the device. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.

Event description:
It was reported by the patient's family member/user of the fmc peritoneal dialysis (pd) newton cycler that the machine needed to be picked up because the patient expired due to a heart attack. It was also reported that the patient was not connected at the time of death. Per the pd nurse, there was no reported cycler problems, malfunctions, and/or overfill events.